Event description:
The pump was powered on. After the initial boot up, the equipment alarmed with malfunction s421 motor error, subgroup 20, pump plunger homing timeout, urgency high, alarm ID: 132. Generic arg1: 822, arg2-4:0. The alarm was silenced and the device was forced into shutdown. The medications were removed and restarted on a different pump.